Event description:
The customer reported that she was taken to the hospital on (B)(6) 2014 by her daughter because her blood glucose read high (>500 mg/dl). She was diagnosed with pancreatitis and hyperglycemia. The customer also suffers from lupus. She was given a heparin shot for the lupus and was also given IV fluids and insulin injections. She was hospitalized until (B)(6) 2014. The pod was discarded at the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.